Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent movement was not tested as the complaint was inadvertently discarded. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, and 95% stenosed distal right coronary artery. Pre-dilatation was performed with a non-abbott balloon catheter that was inflated numerous times to 12 bars. A 3.5 x 28 mm xience prime stent delivery system (sds) was advanced to the lesion but could not cross. There was no resistance removing the sds; however, after removal, the stent implant had moved distally on the balloon but had not dislodged. A 3.5 x 33 mm xience prime was advanced to the lesion but it could not cross. A 2.75 x 18 mm and a 3.0 x 18 mm xience primes stent were implanted successfully. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.